Manufacturer narrative:
Other, other text: h2: additional information: see g3. H3: one cadd legacy 1 pump was received in good physical condition. The event history log was reviewed and there were power down, pump turned on, power lost while pump was on messages. The pump was run in user mode and reported "power down" issue was unable to be duplicated. Repeated attempts at starting the pump did not reproduce the reported error. The pump worked as expected during test. No issues were observed when the pump was disassembled and inspected internally. The microprocessor (mp) board was replaced as a preventative measure.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 was delivering IV veletri strength: 1.5 mg, dose or amount: 43 ng/kg/min, frequency: continuous, route: IV for a patient with pulmonary arterial hypertension. The pump stopped working a total of four times due to lower power. During this event the patient experienced shortness of breath and increase heart rate. The pump would restart and no intervention was needed as infusion continued. The patient had a back up pump to switch to. Shortness of breath and increase heart rate may cause cardiovascular collapse if issue was not resolved. Back up pumps are generated and are usually required for this scenario.